Event description:
Repair request initiated for device with the report of noise. No patient impact reported. Repair request escalated to product event on evaluation due to overheating.

Manufacturer narrative:
H3: product analysis: evaluation determined that the device was overheating. The device was tested and the temperature was measured to be 137.84°f. The likely cause of failure identified as inadequate maintainance. It was also noted that there was abnormal noise during operation. B3: date of event notification: 23rd jul 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.